Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was repositioned and the device pocket was revised to give the lead more slack. The lead remains in use. No patient complications have been reported as a result of this event.